Event description:
The customer reported that she witnessed sparking from exposed wires on her pump in style power adapter.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer reported that the exposed wires were at the strain relief and that is where she witnessed the sparking from. There were no injuries sustained as a result of the issue. The customer also stated that she would return the original device. However, at the time of this report, the original product has not been received. Should the original product be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.